Event description:
Patient reports experiencing constant pain, slips, and instability, but has not been revised. Update: 2/25/2013 the patient has been revised because of high ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient reports experiencing constant pain, slips, and instability, but has not been revised. Update: (B)(6) 2013 the patient has been revised because of high ion levels. Update rec'd ((B)(6) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from loosening and metallosis. There is no new additional information that would affect the investigation. Update (B)(6) 2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, low metal ion levels, and corrosion on the trunnion. There was no mention of metallosis or loosening. The stem is being added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.